Event description:
Clinical states hip and groin pain, elevated cobalt ions. Update rec'd (B)(6) 2014 - the complaint has been updated because it was stated in a clinical report that the patient's left hip was revised on (B)(6) 2014, to address pain and altr. Chromium level was 1.56 and cobalt was 9.90. The MDR decision is being changed to MDR-yes. This complaint was updated (B)(6) 2014.

Manufacturer narrative:
Additional narrative: update rec'd 05/27/2014 - the complaint has been updated because it was stated in a clinical report that the patient's left hip was revised on (B)(6) 2014 to address pain and altr. Chromium level was 1.56 and cobalt was 9.90. The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided metal head and metal liner product/lot combinations is no longer required. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.